Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during a power outage, the ventilator shut down. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient at the time of the event.